Event description:
It was reported that the patient presented for remote follow up via (B)(6) with episodes of non-sustained right ventricular oversensing due to post-sensed t wave oversensing exhibited by the implantable cardioverter defibrillator. Programming changes were discussed; however no interventions were reported. The patient was in stable condition.